Manufacturer narrative:
Additional info has been requested, and if made available, will be reported in a supplemental. Result, and conclusion will be made available following engineering eval.

Event description:
It was reported via the sales rep from stryker (B) (4) that the surgeon operated a surgery on (B) (6) 2008 when he implanted a stem xia ii. It was further reported that on (B) (6) 2010 a revision surgery had to take place as the implant xia ii had broken.